Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the receiver is no longer able to maintain communication with the transmitter. The pt will undergo surgical intervention on a later date to address the issue.